Manufacturer narrative:
(B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. This is the same patient previously reported under MDR ID# 3005113652-2021-00037 (allergan complaint #(B)(4)) and under MDR ID# 3005113652-2021-00038 (allergan complaint #(B)(4)).

Event description:
Health professional reported injecting a patient in each cheek with 0.5 cc of juvéderm¿ voluma¿ with lidocaine. Two weeks later, the patient was injected in the cheeks with an additional 2 ml of juvéderm¿ voluma¿ with lidocaine. The next day, the patient felt both cheeks were ¿tender.¿ two weeks later, the patient reported that their cheeks were ¿swollen and tender to touch,¿ with the left side being worse. The patient also reported that they can ¿feel the filler¿ and that it was ¿hardening and very tender to touch.¿ the patient was treated with 2 advil and 50 mg of benadryl every 4 hours. The next day, the patient reported that the area was getting worse and ¿puffiness¿ went into the left eye. The patient was brought in that day and treated with 120 units of hyaluronidase to the left cheek. The patient was diagnosed with ¿possible inflammatory reaction to the filler.¿ the next day, the patient awoke with ¿very swollen¿ eyes and ¿fluid buildup¿ around them. The face was ¿swollen, puffy, red and hurts to the touch.¿ the patient was prescribed antibiotics. That evening, the patient confirmed that they were not taking the benadryl as it was making them drowsy and it was affecting work and only took it before bed. The next day, the right cheek began to ¿swell more.¿ the following day, the swelling continued, but the right cheek was getting ¿harder and more tender.¿ the next day, the event continued with the cheeks getting ¿more tender.¿ the patient was treated with prednisone once a day in the morning for 10 days. The patient started taking the prednisone the next day. The following day, the patient reported that their right cheek was starting to ¿hurt and get painful,¿ with ¿more swelling.¿ the patient was treated with 120 units of hyaluronidase the next day. Eight days later, the patient reported ¿hardness¿ on the right side of the mid cheek and was treated with 50 units of hyaluronidase. Three days later, the patient awoke with ¿swelling¿ again in the left side and under the left eye. The patient reported that the left side was ¿acting up¿ and ¿puffiness¿ under the left eye the next day. Two days later, the patient was seen by the medical director, who said that the patient was fine and requested to dissolve the rest of the filler on the left side. Two days later, the patient was treated with 70 units of hyaluronidase in the left cheek, into ¿3 hard nodules.¿ ¿pus¿ came out of the top nodule in the zygomatic muscle as soon as the patient was injected with hyaluronidase. The event resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00171 (allergan complaint # (B)(4)). This MDR is being submitted for the first injection of suspect product, juvéderm¿ voluma¿ with lidocaine.